Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular (rv) lead exhibited noise. Programming changes were performed. There were no patient consequences.

Event description:
New information received noted that the patient's right ventricular lead had insulation damage. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.